Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 200mm thoracic aortic dissection. It was reported that during the index procedure, the stent graft was successfully implanted to close the dissection. Post-op angiography showed an obvious endoleak. It was said the right lower limb was originally supplied with a false cavity but there was no blood flow to this area after the operation. The left subclavian regurgitation was excluded from the angiography. The angiography catheter was pulled into the stent for angiography. Obvious membrane leakage was found a 36 x 36 valiant stent graft was then implanted as treatment. This resolved the endoleak. As per the physician the cause of the event was a leakage or exudation of stent graft membrane. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary the reported false lumen perfusion and contrast endoleak could be confirmed on the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is most likely that the cause of the false lumen perfusion was a type IV endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. This fabric porosity may have been exacerbated by the change in stent graft diameter noted in the videos provided. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the false lumen may have also contributed to this event. The right lower limb occlusion could not be assessed on the films provided. Device/packaging evaluation summary the empty shelf carton was returned. The product identification was confirmed from the carton label. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported the occlusion was resolved after the intervention. The endoleak was said to be a membrane leakage. A:4 updated d:9 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.